Manufacturer narrative:
The architect ausab and architect anti-hcv assay parameter default interpretation screens, when using architect assay cd-rom us version 06e58-21, does not align with the result interpretation options in the architect ausab reagent package insert (pi) 34-4162/r1 and architect anti-hcv pi 34-4152/r1. The architect isystem assay cd-rom us provides parameters for each available assay. This specific error only affects the architect ausab and architect anti-hcv assays. The analytical patient results do not change as a result of the quality issue. However for ausab, interpretation of initial patient results may be confusing if they fall in the grayzone-nonreactive, grayzone-reactive, or high reactive catagories. There is no description of these catagories in the package insert. Customers are being notified and provided instructions on how to configure the interpretation screen on the instrument. The architect assay cd-rom is being updated to align the interpretation screens with the package insert. Additional corrective and/or preventive actions will be determined through the ongoing investigation. This is an initial report. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that upon setting up the architect ausab assay, they noticed that the default result interpretation parameters were different from those in the package insert. The customer was not reporting results and there was no impact to patient management.